Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one anvil from a device. The clinical instrument was not received. Inspection of the anvil cutting ring showed no traces of knife impression and the ring was received intact. One of the retainer legs of the anvil was observed to be bent. Due to the observed damage, all functional evaluation was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal of fitting accessories. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy procedure, the anvil bent in the connector when trying to attach to the handle.the handle functioned perfectly. Opened a second handle and a new anvil to complete the procedure. The new anvil worked fine. Only the original anvil bent. There was no medical intervention or patient injury. The laparoscopic procedure was converted to open unrelated to device problem and as part of procedure. No reinforcement material was used. Current patient status is unknown.